Event description:
A patient was undergoing a dialysis treatment on a phoenix machine with a cartridge blood line and revaclear 300 dialyzer. Approximately 90 minutes into the treatment the patient developed nausea, hypertension and shortness of breath. The spent dialysate tested positive for presence of blood and the blood sample drawn was hemolyzed. Treatment was ended. The patient was admitted to the hospital. An EKG was normal and the hemoglobin and hematocrit levels were stable. The antibiotic was discontinued as hemolysis is a known side effect. The patient was discharged the next morning after lab values stabilized and the symptoms resolved. The phoenix ph15854 was inspected and found to be operating within manufacturer specifications. The disposables were discarded and not available for analysis. The cause of the hemolysis is unknown although it is suspected to be caused by the antibiotic.